Event description:
On (B)(6) 2010, gamma3 long 320mm length nail was used in surgery. Then, re fracture was found at the site of distal screw hole on 6/18/2010. After that, the conservative treatment was selected.

Manufacturer narrative:
The review of the DHR revealed no deficiencies in manufacturing or in material. The reported event indicated that the revision implants had fulfilled its tasks without any damage. Referring to the event description the patient had initially suffered from an additional bone fracture below the nail followed by another breakage at the level of the distal locking holes after revision. Reasons for additional bone breakage can be various (e.g. But not limited to: week bones, additional fall, etc.). The same patient had experienced a previous periprothetic fracture of his femur which was filed in (B)(4) resulting in implantation of the nail which is subject to this report. In this case the surgeon gave no further indication what may have caused the additional fracture. With available information no real root cause could be determined. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information the event was not caused by any deficiency of the device.

Event description:
On (B)(6) 2010, gamma3 long 320mm length nail was used in surgery. Then, re fracture was found at the site of distal screw hole on (B)(6) 2010. After that, the conservative treatment was selected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.